Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, guidewire, and packaging. The device was visually inspected and found to have been in unused condition, and the components were found to have been fully separated. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. A nonconformance report (ncr) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on (B)(6) 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the corrective action and preventative action (CAPA) will be captured in the corrective and preventative action (CAPA) document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device was not available however the unused sample that was available has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath that is supposed to click into the dilator to hold them together as the arteriotomy locator, was not working. They need to be together so you can see that you are in the artery as well as hold together when inserting through the thick tissue layers and arterial wall. There was no audible or physical click that occurs between the two. The dilator easily comes into and out of the sheath with little force. They opened two for a coronary procedure and felt both devices were not working when placing into the insertion puncture location. Then had to switch to a manual hold. The patient was in stable condition. They then opened another one for demo to show that they handled everything correctly, and the third device used for demo had the same issue. Additional information was received on 15 jun 2023: a 5fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, and it met the criteria for the use of the angio-seal.